Event description:
It was reported that stent damage occurred. A 20 x 30 promus premier select stent was advanced to the 75% stenosed , moderately calcified, and moderately tortuous target lesion. However, it was noticed that the a few stents struts were opened. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: a 20 x 3.00mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal half of the stent were lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 20 x 3.00 promus premier select stent was advanced to the 75% stenosed , moderately calcified, and moderately tortuous target lesion. However, it was noticed that a few stents struts were opened. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported be stable following the procedure.